Event description:
Customer's spouse reported via phone call that customer experienced a blank screen display. Customer's blood glucose was 70 mg/dl. It was reported that when customer was changing batteries, the reservoir came out. It was noticed that the o-ring came out of the reservoir and reservoir lip was cracked. After troubleshooting, display screen did return, but customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/ no delivery test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with broken belt clip slot. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.